Manufacturer narrative:
Concomitant medical products: product ID 978a128, lot/serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 14-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the lead had migrated and was explanted. The issue was resolved. No symptoms were reported.